Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal pain. The caller was requesting MRI guidelines. It was reported that the patient had their leads explanted because stimulation was not working for the patient, however the stimulator remained implanted. It was reported that the patient was receiving a spinal MRI because the patient became paralyzed on one side of the body after placement of the system. There was a conflicting report that the stimulator was removed and the leads were in place. No further complications were reported as a result of this event.